Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue on the product. Visual inspection found the lens haptic torn and bent along with presence of residue on the lens surface. The lens was also missing the torn piece of its haptic. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -11.0/2.0/082 (sphere/axis/sphere), implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. The lens was removed on (b)(46 2018 due to low vaulting, lens rotation, and blurred vision. The lens was exchanged for a longer lens and the problem was resolved.